Manufacturer narrative:
Upon review of the complaint file, it was discovered that information was initially received regarding the event on (B)(6) 2017. Furthermore, it was reported that the patient's subarachnoid hemorrhage occurred on (B)(6) 2017.

Manufacturer narrative:
The report of intermittent elevations in pump power and estimated flow was confirmed through the analysis of the submitted system controller log file; however, a specific cause for the changes in pump parameters and a correlation between the device and the reported hemorrhagic stroke could not be conclusively determined. The patient remains ongoing on vad support and no product was available for evaluation. Stroke and bleeding are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device - 3 months. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was admitted with subarachnoid hemorrhage (sah), and received prothrombin complex concentrate (pcc) and vitamin k for inr reversal. The patient has had a history of elevated lactate dehydrogenase (ldh). Currently, the ldh level is elevated, but stable. The lvad system had produced elevated parameters during the previous 24 hours, and the patient was placed on a heparin infusion. There had been transient pump power elevations during the prior months as well. On (B)(6) 2017, it was reported that the patient continued to recover, and that the lvad parameters occasionally were elevated. The patient was discharged and to be monitored as an outpatient. No additional information was provided.